Manufacturer narrative:
Concomitant product(s): product ID: lot# nwh601560s, serial# (B)(4), implanted: (B)(6) 2008. Product ID: lot# bbe140941v, serial# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high and infinite impedance values, unstable thresholds, noise and apparent fracture indicated. Diagnostic testing/troubleshooting performed, the rv lead was programmed off, action planned, but not yet taken. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.